Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified activation issue in the pump was the most probable cause for the device not working. Product analysis confirmed a device malfunction. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually inspected, and no visual damages were found upon inspection. The pump was functionally tested and failed deflation test. The cylinders were visually inspected, leak tested and microscopically examined. Cylinder 1 has leak in proximal cylinder body near input tube sleeve junction that was result of sharp instrument damage which probable occurred during implanted; a hole was present. Due to this damage being consistent with implant it will be considered a secondary failure. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that an explanted inflatable penile prosthesis (ipp) was returned to boston scientific with no additional information.